Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he has had low blood glucose levels for the past month. No low blood glucose reading was reported. The customer also stated that the basal rates had been changed by his medical doctor due to the low blood glucose levels. Troubleshooting was performed and the insulin pump did not pass the high pressure test. Nothing further was reported.